Event description:
It was reported per the (B)(4) database: "the physician had difficulty releasing the greenfield filter from the introducer". Additional clinical information obtained from the facility indicated a pre-implant cavogram was performed and that the vessel diameter was adequate. The filter carrier was advanced via right femoral access and difficulty was encountered upon deployment of the carrier. The filter was retained by the patient and the carrier device was discarded. No adverse patient effects have been reported.

Manufacturer narrative:
The device was not returned, therefore, no direct product analysis will be possible. The shop floor paperwork for this batch has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The sfp review confirms that this device met material, assembly, and performance specifications. The exact cause of the difficulties experienced during the procedure could not be determined.